Manufacturer narrative:
Na

Event description:
Complainant alleged that during a routine test by a clinician the device made a loud popping noise while performing self test. During biomedical dept's testing of the device, the device blew the fuse when technician attempted to power up the unit. The complainant indicated that there was no pt involvement in the reported failure.